Event description:
In 2007, I had a severe reaction to a product called angio-seal. It is a collagen compound which is inserted into the femoral artery after an angiogram. It is made by st jude medical. I had an angiogram at the medical center, another state on the day before. The next day, I woke up with breathing problems, then got chills and uncontrollable shaking. I went to the rmc emergency room where I was treated for shock, very high blood pressure and allergic reaction. I continued to have had allergy symptoms for two months, so I finally called st jude medical and talked to a technician. I was told that my symptoms were probably tissue rejection, and that it takes about 90 days for the body to absorb the collagen and that with my medical history of autoimmune disorders (lupus, hashimoto's and sjogrens), I should never have had the device implanted. My heart doctor did not discuss the use of this device ahead of time - nor has he seen me since the angiogram. Dr. I went to the FDA website, but could not determine which category this device belongs in, and the incidence report form is so small that I had trouble reading it.